Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose was 50 mg/dl. Customer treated her blood glucose with food. Customer's blood glucose at time of call was 179 mg/dl. During troubleshooting, customer mentioned her blood glucose was 32 mg/dl one night, she treated with food. Customer will not be returning the device for analysis.